Event description:
The customer received a questionable carcinoembryonic antigen (cea) result for one patient sample. The initial result from a sample in a cup processed by the modular preanalytic analyzer (mpa) was 51.61 ug/l and was reported to the doctor. On 04/17/2015, the primary sample tube was repeated and the result was 1.08 ug/l. The patient had another blood collection on the day of the initial result to control the first high result. No adverse event was reported. The reagent lot number was 177536 with an expiration date of "08-15". Sample contamination due to use of a dirty sample cup was suspected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The provided calibration did not indicate a general reagent issue. It was noted in the qc data that all levels of qc shifted on the day after the event. This might have been due to the qc material handling, an issue with the reagent pack, or an issue with the system reagents. An operator handling issue with the sample cups could not be ruled out.